Event description:
It was reported, that the patient implanted with this pacemaker had an infection. No additional adverse patient effects were reported. The rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).